Manufacturer narrative:
The dxh 800 probe was leaking fluids while cycling in cassette mode only. Single tube presentation appeared ok. The leak was contained within unit boundaries and splash shields. Bci field service engineer (fse) found the tubing was too tight at top of the rinse truck. The fse re-dressed tubing to manage the occurrence of the error. The root cause is associated with the wash collar tubing.

Event description:
A customer contacted beckman coulter, inc (bci) and reported a leak from unicel dxh 800 coulter cellular analysis system. The operator at the time when leak occurred was a bci applications specialist and was wearing gloves and a lab coat. The facility has an exposure control or risk management plan in place. Msds was not reviewed. There was no death, injury, or change to patient treatment associated with this event. There was no exposure to mucous membranes or open wounds. No one sought medical attention.